Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the tool and attachment were not returned. If the device is returned in the future, product analysis may be performed. Report not confirmed for the motor. Evaluation could not reproduce the reported malfunction as the temperature rise was within specification at 12.4°f. However, it was noted that the front bearing was worn and the shaft was broken. This finding may have contributed to the user¿s experience. It was also noted there was foreign debris on the shaft. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. Em200 fdm - (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the motor was feeling warm and that the sales representative's fingers was burned while she was trying to remove the drill bit. There was no patient impact. Additional information confirmed that the sales representative's treated the burn with over the counter topical ointment and did not require any additional treatment. The return of the attachment and tool are currently being followed up on. In addition, confirmation of the tool lot number is currently been followed up as well.